Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion sets cannula crimped events on (B)(6) 2024 within 3 or more hours after insertion.the infusion sets has been used for about a day.the insertion site was love handles to the front of the abdomen.patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.